Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recovering from a cardiac arrest when a remote monitoring transmission was sent. The reviewer noted that the r-waves had decreased. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.